Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose level. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. Reportedly, the customer uses u-500 insulin in their cartridge and pump supplies are used for 3-4 days; current supplies had been in use for 5 days. Tandem technical support educated the customer in regards to occlusions, informed the customer that u-500 was contraindicated to be used with the pump and supplies should be changed every 2-3 days to stay within labeling, and advised the customer to perform an infusion set site change to address their current occlusion. The customer declined further troubleshooting, declined a follow-up call and alleged there was an underlying pump issue that was causing the occlusion alarms.